Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Front brush head came off. No adverse event. Case description: a consumer, age and gender unspecified, reported via phone on 27-feb-2017 that after the second day of using an oral-b dual clean brushhead, the front brush head came off. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.